Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® voluma® xc into the chin and noticed immediate blanching that was penny sized and did not resolve with massage or heat. Patient was treated with hylenex about 10 minutes after injection along with vigorous massage, heat compress, and aspirin. 4 vials of hylenex over a 2 hour period and then an additional 2 vials 3 hours later. Capillary refill was much improved and patient was sent home in the evening and told to continue heat, aspirin, and massage. Patient has good amount of bruising and skin redness. Next day, patient still exhibited some mottling. Hcp administered 4 additional hylenex vials and prescribed topical antibiotic as well as a medrol dose pack. Patient was doing well and hcp feels confident with the case resolving well. Symptoms are on-going.